Event description:
I use the medtronic minimed 780g insulin pump system with the guardian 4 continuous glucose monitor. I am extremely concerned with the quality control from medtronic and have found my safety and health in jeopardy on numerous (20+) occasions due to errors. The guardian 4 sensor in specific has a nearly 50% failure rate with me. The sensor is supposed to last 7 days but will stop working(gives an error and says to replace the sensor) often after 3 or 4 days. On a few occasions they have lasted less than a day. They tend to fail at extremely inconvenient times like 3 in the morning or just after a large meal. Given the current state of cgm technology, I am amazed that the guardian cgm has FDA approval. When this cgm fails, it takes 3 hours for a new sensor to start working--thats if you are in a position to actually do something about it. During those three plus hours the 780g pump is basically worthless. It's nearly nonfunctioning without cgm data. Other cgms on the market are able to last 15 days with a 20 minute warmup period. The constant unplanned downtime of my insulin therapy device due to incredibly poor quality control by medtronic has put my health and safety at risk numerous times. There needs to be an investigation into this or people will end up dying. I cannot stress how unusual this situation is with medtronic compared to my experience with other insulin pump manufacturers. They have such a prolific problem with the guardian cgm that their phone support line tries to direct you to an online portal for cgm replacements as the first automated message. It's important to note that they tell you about their online portal for replacements before you even have an option to narrow down what you are actually calling about on their general diabetes support number. This is one instance of many.